Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an iab catheter restriction alarm and could not resume pumping. It was noted that the insertion was femoral and there was no blood seen in the helium tubing. The customer was advised to decrease the augmentation and attempt to fill. This was successful. They then attempted to increase the augmentation again once pumping continued, but the alarm was generated again. Therapy was continued alarm-free with the augmentation decreased three bars. It was later reported that there had been a kink in the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated sections - describe event or problem, medical device ¿ problem code & initial reporter. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an iab catheter restriction alarm and could not resume pumping. It was noted that the insertion was femoral and there was no blood seen in the helium tubing. The customer was advised to decrease the augmentation and attempt to fill. This was successful. They then attempted to increase the augmentation again once pumping continued, but the alarm was generated again. Therapy was continued alarm-free with the augmentation decreased three bars. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period march-2020 to feb-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).